Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the harvester had completed harvesting the first piece of vein. The surgeon needed a second piece of vein so the harvester did additional dissection for the second time. He reinserted the tissue welder jaw through the tool port for the coating in the procedure and stated that the jaw was closed when inserted. A replacement device was used to complete the procedure. No patient complication was reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection on the returned device discovered that most of the cold jaw boot was detached from curved metal jaw and was not returned by institution. A portion of the boot material was still adhering to back side of curved metal jaw. The reported complaint was confirmed. The harvesting cannula was not returned by the institution, further testing associated with complaint cannot be pursued. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).